Event description:
It was reported that the software analyzer screen would freeze up after the user toggled from the device interrogation screen of the programmer, if it was attempted to print the analyzer testing information. The analyzer and the programmer were returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis could not confirm the customer comment that the software analyzer screen would freeze up after the user toggled from the device interrogation screen of the programmer and if it was attempted to print the analyzer testing information. Analysis did find broken tabs on the power cord bay door. The programmer passed all functional and systems tests and no other anomalies were found. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the software analyzer screen would freeze up after the user toggled from the device interrogation screen of the programmer, if it was attempted to print the analyzer testing information. The analyzer and the programmer were returned for service. It was indicated that there was no patient involvement associated with the event.